Event description:
Device issue: none. Adverse event: stenosis requiring intervention. Onset of adverse event: during the procedure, after the procedure. It was reported via a trial that on (B) (6) 2009, the patient underwent stenting in the predilated, moderately calcified right posterior descending artery lesion with three xience v stents. On (B) (6) 2010, the patient was admitted to the hospital for increasing shortness of breath and other unspecified symptoms that were similar to those experienced prior to the index procedure. A nuclear stress test showed possible ischemia in the inferior wall resulting in a diagnostic coronary angiography and percutaneous coronary intervention in the target lesion. An ECG and cardiac enzymes showed no myocardial infarction. The patient's condition resolved on (B) (6) 2010, and the patient was discharged. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The stents remain in the patient. The stent delivery systems were discarded. A follow-up will be submitted with all relevant information. The 2.5 x 28 mm xience v (part 1009545-28, lot 9051261), 3.0 x 28 mm xience v (part 1009541-28, lot 8081561), indicated are being filed under this MFR#.